Event description:
On 7/16/2020, (B)(6) laboratory received in an allo unrelated hpc, marrow cellular therapy product (ctp). Because processing of the marrow product on the cobe 2991 for minor abo incompatibility was required prior to cryopreservation, the product was benched overnight for processing the following morning. On (B)(6) 2020, processing of the marrow product was initiated. The product was dispensed into the terumo bct processing set centrifuge belt per protocol. The processing of the marrow required multiple dispensing/centrifugation events to facilitate dispensing the entire marrow product into the processing set. After the required centrifugation, the (B)(6) technologists pressed off the buffy coat into the post-process collection bag attaining an acceptable post-process tnc recovery. Due to the low initial and recovery counts of the product received from the collection center, the (B)(6) technologists attempted to obtain additional tnc recovery via further processing. Upon further processing to try to recover additional wbcs, the technologists noted that the product would not flow from the processing set into the post-process collection bag at which time it was observed that an integrity failure leak of the processing set had occurred. The cobe was stopped and the tubing to the post-process collection bag was clamped to prevent contamination of the product. The processing set was visually examined for the source of the leak. The tubing above and below the white plastic collar was assessed for twisting that might occlude the fluid path through the tubing resulting in a breach. Physical examination of the tubing was unremarkable with no evidence of twisting/occlusion. Visual examination of the processing set belt was unremarkable and no leaks could be identified. Examination of the white collar revealed fluid leakage from within suggesting that the integrity failure occurred internally within collar device. The final post-process collection bag containing the product that was cryopreserved should not have been affected by the breach and was far downstream from the area in which the integrity failure of the processing set occurred. The product was cryopreserved without incident. FDA safety report ID# (B)(4).